Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported, "breast implants grossly ruptured. Unable to sterilize and return, due to implants disintegrating. The left subpectoral breast implant demonstrates collapse of the implant envelope within the capsule. No extracapsular silicone is evident. Left breast: findings of intracapsular implant rupture". There was no evidence of malignancy in breast". The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported "breast implants grossly ruptured, unable to sterilize and return due to implants disintegrating. The left subpectoral breast implant demonstrates collapse of the implant envelope within the capsule. No extracapsular silicone is evident. Left breast: findings of intracapsular implant rupture." There was no evidence of malignancy in breast." The device has been explanted.